Event description:
It was reported by service report that the brakes were not holding properly. The function test indicates that the brakes were operating; however, loss of holding force was detected. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Worn brake plate kit.